Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that aneurysm enlargement was observed on the 48-month post-operative follow up CT scan. There was no evidence of endoleak or migration observed. Per the physician, the cause of aneurysm enlargement was unknown; however, the physician suspects type v endoleak. The causality between this event and the relevant device was unknown per the physician. The physician elected not to perform a treatment due to the patient's request and due to patient's disease condition of complications such as systemic lupus erythematosus and chronic bronchitis.

Event description:
A valiant thoracic stent graft system was implanted in a patient for the endovascular treatment of a 42 mm diameter x 33 mm length saccular thoracic aortic aneurysm in zone 3 approximately one year ago. Vessel morphology from the time of implant was reported as the thoracic neck diameter is 30 mm proximally and 27 mm distally. Maximum aneurysm diameter was 42 mm diameter x 33 mm length. It was reported that the patient was noted to have poor wound healing. There was no relation to the stent graft or the procedure. Treatment was done (mundify, cleaning). The patient originally had sle, so he had received steroid medication. Thus the physician considered the poor wound healing was related to the sle. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (wound healing); patient's condition affected effectiveness of device (pre-existing systemic lupus erythematosus). Evaluation, conclusion: device failure/lack of effectiveness related to patient condition (pre-existing systemic lupus erythematosus).